Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seen by their healthcare professional (hcp) on (B)(6) and, according to the patient, they had swelling and redness at the back incision. There were no known factors that may have led to the issue. The rep said the stimulation was working fine and the patient was being followed by the hcp. It was unknown if the issue was resolved at the time of the report. No device issues were reported. No further complications were reported/anticipated. Additional information was received from the rep. It was reported the patient saw their hcp on (B)(6) and that she had inflammation at her back site per patient's report. The patient fell on (B)(6) and noted an increase in her normal pain in her left leg all the way to her toes starting on (B)(6). Patient continues to use her stim and will be seen again at an appt on (B)(6) by her provider and rep. Patient was instructed to try all her programs and to adjust to comfort.